Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument passed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions and the tips opened and closed properly. There was no arcing observed during visual inspection. The instrument was fully functional. Isi also received the monopolar curved scissors tip cover accessory to perform failure analysis (fa). No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument arced twice. The tip protector was on it during surgery. The procedure was completed and there was no reported injury to the patient.